Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens asymmetrically vaulted (z-syndrome). The doctor tried to reposition the lens but was not successful so he ultimately removed and replaced the lends with same model but different diopter lens. Additional has been requested, but no additional information has been received by bausch + lomb to date.